Manufacturer narrative:
UDI information is unknown. Manufacturing site address is unknown. Premarket (510k) number is unknown. The device history record DHR is at supplier. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the machine was not switching on. No patient injury was reported.